Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a blood glucose readings of 215 mg/dl on her blood glucose meter. Insulin was administered based on that reading. The consumer then drove home and was found by her neighbors in her garage with the car running having a hypoglycemic event. Paramedic intervention was required and a blood glucose reading taken by them was 33 mg/dl. The meter will be returned for evaluation.